Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. Basal was programed and device was monitored for two days and no unexpected resume noted during that time period. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that her husband insulin pump had flashing display. The blood glucose of the customer was 264 mg/dl at the time of the incident. It was reported that lcd screen was broken and insulin pump was unable to deliver the insulin. The customer ad to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer advised to place the pump in storage mode remove battery, press and hold the back button until the screen turns off. The customer was not using the auto mode. The device will be returned for the analysis.